Event description:
The customer reported that the system displayed a communication failure error message and would not boot up. There is no pt report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and power supply were replaced. The system was then found to be operating as intended.